Event description:
It was reported, that on an unknown date, a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave®, clamp, rotating luer generated a leak during patient use. The report stated that there are leaks where the blue part connects to the tube. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Two boxes with 50 units each (one hundred) new. List #ms933, 7" (18 cm) appx 0.24 ml, smallbore ext set w/clave¿ were returned for evaluation. As received no physical damage or anomalies were observed. Based on the binomial stages sampling to represent the lot population 35 samples were taken, each sample was tested as per procedure and no leaks or anomalies were observed. Complaints of leaks cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/18/2024.